Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on resetting the pump, guided the customer through the reset process, and advised the caller to wait 20 minutes before starting the sensor session. The customer understood and acknowledged these instructions.